Event description:
Surgeon performed a reverse shoulder replacement on the pt in (B)(6) 2006. The pt has recently had f/u x-rays processed and the surgeon has noted severe osteolysis to the proximal humerus and medial to the metaglene on the glenoid.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of supplied x-rays by depuy international extremities engineering was not able to conclusively confirm the reported event as they were received in an unclear condition. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.